Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department with complaints of syncope. A remote monitoring transmission found that the patient had received an inappropriate shock for atrial tachycardia with rapid ventricular response that was detected by the device to be ventricular tachycardia. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.